Event description:
It was reported that the customer received multiple continuous glucose monitor error 42s. The pump was reset, and the customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer.